Event description:
It was reported that a patient presented remotely for interrogation with bradycardia. It was discovered that the right ventricular (rv) lead was pacing but not capturing. Afterwards the patient reported in clinic for interrogation where it was discovered that the rv lead also had high pacing impedance and increased thresholds. The proximal end of the lead also had a fracture as noted through an x-ray. Therefore, the physician elected to explant and replace the lead. Patient was in stable condition.

Manufacturer narrative:
The reported events of lead fracture, failure to capture, and high pacing lead impedance were confirmed. Visual inspection found the outer insulation and outer coil compressed at 20.5 cm to 21.0 cm from the connector pin. Final analysis found that the inner insulation was fractured at 20.5 cm to 21.0 cm from the connector pin. The cause of the reported events was isolated to the fractured inner coil consistent with clavicle crush.